Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator found the setscrew was backed out too far.

Event description:
The healthcare provider, via the manufacturer representative, reported there was difficulty with the lead insertion during the procedure. The lead could be inserted into the implantable neurostimulator (ins) after it was confirmed the header bore was cleared and the setscrew was backed out of the bore. However, they attempted to back the setscrew out, then tighten it, and backed it out repeatedly. In addition, they tried twisting the lead as it was inserted in the ins and lubricating the lead with sterile jelly. These steps did not fix the issue. The ins was replaced with a new ins and there were no issues with the new ins. No further information was reported.